Manufacturer narrative:
Analysis of the submitted log file confirmed elevations in power that also appeared to be associated with slightly decreased average pi values. Based on past complaint experience, this finding could be indicative of potential thrombosis; however, a direct correlation between the log file findings and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The center reported that a no external power event was noted during interrogation and the patient¿s controller was exchanged due to a twisted and frayed white power cable (investigated under (B)(4). The submitted log file contains data from (B)(6) 2020 at 12:47pm through (B)(6) 2020 at 03:17pm. Multiple elevations in power over 9 w were captured on (B)(6) 2020 from 07:30am through 11:09pm. The average power was approximately 9.85 w during the events captured at these times, with a maximum of 11.4 w. Average pi also appeared to be slightly decreased for the events captured during these times, with an average of approximately 4.96. Excluding these events, average power was approximately 5.46 w and average pi average was approximately 7.45. Three transient events were also observed in which the pump speed was captured below the low speed limit. These occurred on (B)(6) 2020 at 06:32pm, (B)(6) 2020 at 09:34am, and (B)(6) 2020 at 06:21pm. These events were not associated with any low speed alarms. Excluding these brief events, the pump speed remained above the low speed limit for the remainder of captured events. A specific cause for the transient low speed events could not be conclusively determined through this evaluation. The center later reported that the increase in pump power was transient and decreased to baseline within a few hours. The patient was asymptomatic and no treatment was noted. The patient returned to the long term care facility. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system, and outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the recommended anticoagulation therapy and inr range. The IFU also provides an explanation of each of the pump parameters, including power. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Although the transient low speed events were not associated with any low speed alarms, it should be noted that the IFU and hmii lvas patient handbook outline all system controller alarms, including low speed advisory alarms, as well as how to respond to each alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the submitted log files found elevations in power (up to 11.4 w) that also appeared to be associated with decreased average pi values, on (B)(6) 2020. It was reported that the elevated pump power was transient and decreased to baseline within a few hours. Patient was asymptomatic and not treatment was noted. Patient went back to the long term care facility where he lives. No further information provided.